Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary tower device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus, and two middle rows were malfunctioning even after two reboots. The field service engineer (fse) replaced the cubie tray for the auxiliary drawer and reseated the row board cable. Fse instructed the customer to replace the b1 and c1 cubies, which the customer agreed to. The system was tested in hardware test application with pictures, and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.